Event description:
It was reported that the user attempted to pair and scan a libre 3 plus sensor with the mobile app but received an ¿nfc not supported¿ error despite nfc being enabled and after app reinstallation and phone restarts, consistent with intermittent communication failure associated with the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the sensor/app environment, with intermittent communication failure linked to the antenna component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.